Manufacturer narrative:
Investigation results: visual inspection shows that the tension spring components are inside the deployment tube and the seal is cracked. Other observations shows that the foam collar is still attached. When collar was removed and plunger examined, plunger had not been depressed. The complaint is confirmed for non deploymend. Possible cause for deployment failure is user technique because as received. Foam collar was still attached and plunger had not been depressed.

Event description:
The hospital reported that during the coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patient complications were reported by the hospital.